Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace curved shears broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure.

Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have teflon pad damage. A piece of the teflon pad is broken at the distal end of the pad. There was no missing material.

Event description:
Refer to h11 for follow-up information.